Event description:
Report per 803.50 (a). MDR 3030677-2010-00065. Lack of voice prompts.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.